Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
H8 was erroneously entered on the initial manufacturer device report

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 65-year-old male patient presenting with an out-of-hospital cardiac arrest, acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support as a bailout for a high-risk percutaneous coronary intervention (pci). During the procedure, the patient continued to decompensate and went into pulseless electrical activity (pea), requiring cardiopulmonary resuscitation (CPR). The patient's rhythm deteriorated into a coarse ventricular fibrillation (vf). The physician decided to place extracorporeal membrane oxygenation (ECMO) and leave the impella in for left ventricular (lv) unloading. The post-procedure outcome is unknown. The device functioned at p-1 at 1.2l/min with no issues. The device is unlikely a contributing factor to the patient's unstable rhythm, and it is most likely attributed to the patient's underlying critical condition as they presented in acute myocardial infarction complicated by cardiogenic shock and stage e shock.